Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the tip-up fenestrated grasper instrument tip broke inside and was still attached to the instrument body. It had to be completely broken off for removal from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument initially showed no defects and functioned well during the procedure. However, its jaws became detached from the body and could not be robotically adjusted for removal, necessitating removal with the cannula. The jaws were separated by cutting the cables. The operation was a vats lobectomy on june 17th. No photographic documentation is available.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately at the distal tip. The was some parts broken that could not be exactly measured. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The instrument was found to have a broken pitch cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint regarding a broken instrument tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.